Event description:
A non-healthcare professional reported system provided inconsistent measurements resulted in an intraocular lens exchange in the unknown eye of the patient during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A manufacturing device history record review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. The company representative was able to replicate the reported event. The nonconforming component was replaced to address the issue. The system was tested and found to meet product specifications. The root cause of the reported event is attributed to non-conforming component. The manufacturer internal reference number is: (B)(4).